Event description:
It was reported that the arctic sun device had flow issue and liquid leak. Per follow up via email on 16jul2024, the device was sent in for a bd-approved facility for evaluation. Replacement of circulation pump, mixing pump, heater, drain valves, level sensor and screen protector and ctu calibration. Patient was involved. Therapy completed with an other device from the hospital. No patient injury.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. Failed to reach 1.5 l/min. Replaced circulation pump. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had flow issue and liquid leak. Per follow up via email on 16jul2024, the device was sent in for a bd-approved facility for evaluation. Replacement of circulation pump, mixing pump, heater, drain valves, level sensor and screen protector and ctu calibration. Patient was involved. Therapy completed with an other device from the hospital. No patient injury. Per sample evaluation results on 06aug2024, it was reported that the arctic sun device level sensor broken.